Event description:
It was reported that stent damage, stent dislodgement and embolization occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, concentric shaped, de-novo target lesion containing a bend between 45 and 90 degrees was located in the severely tortuous and severely calcified mid left anterior descending artery. After a 6fr runway guide catheter was placed, a 0.014 j tip non-bsc guidewire was advanced to cross the lesion. Pre-dilation was performed with a quantum balloon and a cutting balloon resulting to 40% stenosis. Subsequently, a 38x3.00mm synergy¿ stent was selected for use and advanced but failed to cross the lesion after multiple attempts. An attempt was made to pull the stent back into the guide catheter; however, the stent came off the stent delivery system (sds) and lodged into the guide catheter exit. The stent then embolized into the renal artery. The stent was successfully snared and upon removal the stent was noted to be fractured and crushed. The procedure was completed by implanting two promus stents in the target lesion. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The device was received with the stent detached from the delivery system. The stent of the device was not received for analysis. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. The balloon material was found to have the stent impressions on its surface indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage, stent dislodgement and embolization occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, concentric shaped, de-novo target lesion containing a bend between 45 and 90 degrees was located in the severely tortuous and severely calcified mid left anterior descending artery. After a 6fr runway guide catheter was placed, a 0.014 j tip non-bsc guidewire was advanced to cross the lesion. Pre-dilation was performed with a quantum balloon and a cutting balloon resulting to 40% stenosis. Subsequently, a 38x3.00mm synergy&#10259;tent was selected for use and advanced but failed to cross the lesion after multiple attempts. An attempt was made to pull the stent back into the guide catheter; however, the stent came off the stent delivery system (sds) and lodged into the guide catheter exit. The stent then embolized into the renal artery. The stent was successfully snared and upon removal the stent was noted to be fractured and crushed. The procedure was completed by implanting two promus stents in the target lesion. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).